Event description:
The implantable neurostimulator lead became infected. The entire deep brain stimulator system was explanted. No other clinical information was available. Additional information has been requested. A f/u report will be submitted if additional information becomes available.